Manufacturer narrative:
Additional information received on march 26, 2025, stating that there was no patient involvement.

Event description:
It was reported that the pump keeps alarming 41786 upon power up. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. D3: correction. D9: product received date 27-nov-2024. H3: one device was returned for repair with complaint that the pump keeps alarming 41786 upon power up. No service record for the last 12 months. Review of event log showed system fault 41786. Visual/functional testing was performed. The reported problem was verified the report error by turning on the pump. Visual inspection of the main board showed no physical damage or trace of fluid ingression. The most likely cause of the reported error is the main board. Replaced main board to resolve reported error. This device passed all functional tests after the repair.